Event description:
It was reported that approximately six weeks after implant the patient called the clinic and stated that their incision was red, sore, and watery. The patient was instructed to see the physician. When the patient presented for their appointment the implantable cardiac monitor was in a pill bottle. The patient stated the incision was very sore and they pulled the device out. The patient was started on antibiotics and will be scheduled for a new implant in a few months. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).